Event description:
The device was placed in the radical cavity and the conductor link had extruded.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted due to the extrusion of the conductive link. No available information points towards the device having caused or contributed to this outcome. Damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The device was placed in the radical cavity and the conductor link had extruded through the skin of the ear canal. The device was explanted and the user was re-implanted.